Event description:
It was reported that the device indicated an error message that the software detected an anomaly in regards to the battery trend. The device is planned to be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).